Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus medical systems (B)(4). Omsc confirmed the following from the photos sent by(B)(4). The inside of the light guide lens was dirty. The area around the light guide lens was discolored. The objective lens was scratched. The instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, storage of the endoscope in a harsh environment, repairs by persons other than olympus¿ own authorized service personnel. By following this, the user can reduce and prevent the occurrence of reported phenomenon. In addition, the user can properly detect the reported phenomenon by inspecting the device according to the instruction manual. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by the following: -based on the following information, a gap was created in the adhesive part of the light guide lens due to physical stress or chemical stress caused by the user's handling. According to the inspection result of the device, the inside of the light guide lens was dirty. According to the inspection result of the device, the objective lens was cracked and the area around the light guide lens was discolored. Omsc determined that this was evidence of physical and chemical stress. In the past similar case, it was concluded that due to physical stress, chemical stress, storage environment, aging deterioration, etc., a gap was created in the adhesive part of the light guide lens and the inside of the light guide lens became dirty. The instruction manual provides precautions for physical stress, chemical stress, storage environment, and deterioration over time. -based on the following information, the light guide lens was not properly adhered during repair by a third party, and a gap was created in the adhesive. According to the inspection result, the ccd unit of the insertion section was repaired by the third party. According to the instruction manual, repairs by persons other than olympus¿ own authorized service personnel can cause damage to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device inspection by omsi also found followings; the lighting was dim due to a defect in the light guide bundle. The damage to the light guide bundle was above standard. Resolving power of the ccd unit was weak. The endoscopic image was distorted. Leakage from the forceps pipe at the control body was confirmed. Leakage from the connector was confirmed. Leakage from the distal end was confirmed. The objective lens was cracked. Due to the internal deformation of the insertion tube, the angulation range of the bending section was insufficient and there was play in the angle knob. The light guide protector was damaged. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported problems with endoscopic images. The endoscopic image was very dark. The customer also reported that the device was repaired by a third party and the ccd unit was replaced before this event was discovered. Then, olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that the inside of the light guide lens was dirty. It is a MDR reportable malfunction. There was no report of patient injury associated with this event.